Event description:
Patient called after reading the article in ny times. Advised that he has not squeaked, and might be experiencing slight pain.

Manufacturer narrative:
At this time, it is not clear whether any device manufactured by stryker may be malfunctioned.